Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection with covid-19, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient with 2 ml of juvéderm® volux¿ in the chin. One month later, the patient was diagnosed with covid-19 (deemed not related to the device) and reported experiencing a non-serious event of "injection sites inflammated." Treatment was provided using antipyretics for the inflammation. The event of inflammation of implantation site has resolved.